Manufacturer narrative:
The insulin pump was received with cracked case behind the pump at the battery compartment and cracked battery tube threads. Unable to perform displacement test due to pump error alarm during rewind. Pump error alarm isolated to moisture damage on the motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery compartment was cracked. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.